Event description:
It was reported that new sensor during warmup occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of a new sensor during warmup is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).